Manufacturer narrative:
(B)(4). The product has been received for investigation. Upon completion of the investigation, a supplemental will be submitted.

Event description:
According to the reporter, the device failed to attach. Additional information indicates that there was no harm to the patient and no intervention required. A repeat procedure was performed. There was nothing unusual noted about the procedure. An endoscopy, performed prior to the procedure, revealed a normal esophagus. The user of the device was experienced and trained by a company representative. The vacuum pressure before the procedure was approximately 700 mmhg. There was no lubrication used to facilitate placement of the device. The product was requested and will be returned for investigation. No further information has been provided at this time.

Manufacturer narrative:
(B)(4). One used bravo ph capsule delivery device was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. Additional functional testing was performed and the device was found to function normally and within specifications.